Event description:
Two of the same type coils (different lots) would not deploy. The coils were removed and replaced with no reported harm to the patient. Manufacturer response for peripheral vascular coil, 7mm x 24cm azur cx peripheral coil 18 (per site reporter).